Manufacturer narrative:
(B)(4). Evaluation summary: during analysis of the returned product, it was noted that only 8.5 cm of the balloon and distal shaft were returned and the distal portion of the catheter, including the balloon, balloon markers, and tip was not returned, confirming the reported separation. The balloon and inner member had separated and the remaining portion of the proximal end of the balloon was in a ball at the distal end of the separated shaft. The separated portion of the shaft was bent, kinked, smashed, and twisted, likely from handling during removal of the separated portion with the snare device as this damage was not originally reported. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Reportedly, the balloon was inflated to 17-18atm several times, which likely weakened the balloon material such that the balloon ruptured. In this case, no damage or leaks were noted during preparation for use, which suggests that the noted balloon damage occurred during the procedure. The reported balloon rupture appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. All foxcross balloon dilatation catheters are 100% visually inspected for damage and inflated to rated burst pressure to verify product quality on the manufacturing line. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during dilatation in the av fistula, the foxcross dilatation catheter was inflated 17 to 18 atmospheres and a circumferential balloon rupture occurred during the 3rd-4th inflation. During removal of the catheter from the anatomy, the distal portion of the catheter separated. The separated segment of the catheter was successfully snared. There was no adverse patient sequela. Reportedly, it is the physician's opinion that the catheter separation occurred, because the balloon ruptured circumferentially instead of longitudinally. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device was rec'd. Investigation is not complete.

Event description:
The patient called and provided additional information. Per the patient, after the post operative heart attack complication, there were no other problems. The first fill was done within 30 days of the procedure. The patient received .5ccs. Due to excruciating pain, the fluid had to be removed two days later. Consumer states he continued to have stomach pain in which an ER visit was required. A CT scan and an endoscopy was performed which showed that the band had eroded into the stomach. The band was subsequently removed. The consumers reports being hospitalized for 19 days. During the hospitalization, the patient received feedings through an IV and drains were placed in the incision site above his "belly button". The patient states that he developed an incisional hernia at the site. The site has not completely healed. The patient was discharged home with drainage tubes and the IV, but was not being accessed. Patient states the pain has not gone away, but cannot undergo any further surgeries due to heart condition. Attempts have been made to contact the surgeon, with the permission of the consumer, with no response to date.